Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was delaminated. No service records found in the last 12 months. Review of event log found no relevant history. Visual inspection found dso seal was delaminated. The seal was replaced to correct the issue.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bubbled/delaminated downstream occlusion (dso) seal, scratched lens, battery door spring out of place, software upgrade required. There was no patient involvement.